Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the lead was unable to reach the target position and be fixated adequately due to patient anatomy. In addition, it was noted that the lead dislodged while slitting. The delivery catheter was removed and the physician used a new sheath to implant the lead. No patient complications have been reported as a result of this event.